Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Other company representative reported on behalf of healthcare professional "damaged implant", "suspected damage" and "implant was damaged". This record is for the right-side. Device has been explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening no further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Other company representative reported on behalf of healthcare professional "damaged implant", "suspected damage" and "implant was damaged". This record is for the right-side. Device has been explanted and replaced with a non-abbvie device. Device will be returned.